Manufacturer narrative:
A ge service representative performed an onsite investigation. Th hard drive was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent system lock ups. There is no report of death or serious injury.